Manufacturer narrative:
A2: age at time of event: age was reported as "8 decades". This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "did not clean the area before starting the pd" and "did not wear mask". The peritonitis was manifested by cloudy effluent. The same day as peritonitis diagnosis, the patient was hospitalized and treated with unknown antibiotics treatment for peritonitis. The patient was discharged 6 days after hospital admission. At the time of this report, the patient was recovering from peritonitis event. Action taken with pd therapy was reported as "continued". It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.